Manufacturer narrative:
The device was received deployed with the pink slide insert visible in the viewing window. The data showed that the first priming sequence ended at pulse 46 and deactivation occurred at pulse 668. The needle mechanism was reset and fired properly during the investigation. No other damage or defects were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 390 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. As treatment, a manual injection was delivered.